Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a cook bird's nest filter and is alleging fracture. Hospital and medical records have not been provided.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.